Event description:
The customer reported that they received questionable results for two patient samples tested for carcinoembryonic antigen (cea) and cancer antigen 15-3 (ca 15-3). Of the two samples, one was found to have erroneous cea and ca 15-3 results. The sample initially resulted as 0.653 ng/ml for cea and 19.20 u/ml for ca 15-3. The patient had a previous ca 15-3 result of 66.4 u/ml on (B)(6) 2013. Another operator saw a carryover flag on the result on the analyzer software screen, so the sample was repeated. The repeat results were 0.760 ng/ml for cea which was reported outside of the laboratory as 0.8 ng/ml and 19.43 u/ml for ca 15-3 which was reported outside of the laboratory as 19.4 u/ml. On (B)(6) 2013, the customer pulled a different aliquot drawn at the same time as the original sample and ran this. This sample resulted as 3.74 ng/ml for cea and 65.43 u/ml for ca 15-3. The original sample was also repeated on (B)(6) 2013, resulting as 3.74 ng/ml for cea and 62.49 u/ml for ca 15-3. The values of 3.74 ng/ml for cea and 62.49 u/ml for ca 15-3 were believed to be correct and a corrected report was issued with the values of 3.7 ng/ml for cea and 62.5 u/ml for ca 15-3. The patient was not adversely affected by the event. The cea reagent lot number was 17025704 with an expiration date of 02/28/2014. The lot number and expiration date for the ca 15-3 reagent were not provided. The field service representative determined that the sample nozzle lld voltage was too high. He adjusted the sample nozzle lld voltage to specifications. He adjusted the sample clot detection voltage. He checked sample probe alignments and all alignments were good. He inspected the fluidic system and everything was found to be functioning according to specification. He inspected the original sample aliquot and found the sample volume to be less than 1000 ul, which is low for the tube size of 16x75mm. He informed the customer that if a 16x75mm tube is used, it must have a minimum of 1000 ul for dead volume plus enough sample for testing. The customer is looking into using 13x75mm pour off tubes. The customer ran quality controls on all assays and results were within established ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. Additional information for investigation was requsted but not provided.